Manufacturer narrative:
Diagnostic and functional testing was performed at the philips authorized repair facility. Results of functional testing indicate the reported issue could not be verified. No visible physical damage was found during the visual inspection. The speaker was replaced as a precaution and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the intellivue x3 intermittently displays a speaker malfunction error message. Alarms are not able to be heard during the speaker malfunction. A different intellivue x3 was used to continue monitoring the patient. No adverse event to the patient or user was reported.